Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd extension set pressure rated minibore the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: 1980-pc: microbore extension tubing is occluded right from the package.  The product is useless in this form.

Event description:
It was reported while using bd extension set pressure rated minibore the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: 1980-pc: microbore extension tubing is occluded right from the package.  The product is useless in this form.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mzt1003 lot number 21065408 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10